Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150670007, work order (B)(4) was manufactured on 27-aug-2019. 11 parts were manufactured per specification and all raw materials met specification. There was one scrap associated with this lot. Scrap: a465 (platform thickness) 1 part. No correlation with their scrap codes and the failure mode. There was one reprocessing associated with this lot. Mrr no.1389561, 1 part was reprocessed for discolouration on face. There is no correlation with this reprocessing and the failure mode. There was one nc associated with this lot. Not relevant to complaint. Nr-0139420 ¿ surftest machine with incorrect setting input. This nc relates to surftest machine that was found with the incorrect settings inputted as per wi7998 operation of mitutoyo sj-400, sj-410 and sv-400 surftest machines rev 22. There is no correlation with this nc and the failure mode. Expiry date: 31- jul- 2029. IFU reference: (B)(4).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right knee revision to treat stiffness and reduced range of motion. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.